Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under complaint-(B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored no value (i.e.,actual: 106 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 2663 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery stopped alarm due to nitric oxide (no) greater than absolute max of 100 ppm followed by a failed no cell calibration for inomax dsir (B)(4). This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs of a device from the us.